Manufacturer narrative:
Section d information references the main component of the system. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported a loss of stimulation sensation and a return of urinary symptoms. At the time of the report, the patient did not feel stimulation and therapy was on. They already increased setting to 5 and typically their setting is .8. They tried increasing settings on all programs and does not feel stimulation. It was noted that the patient was tested for a possible urinary tract infection (uti), but is waiting for results. The patient did receive epidural shots for herniated discs, unrelated to the device or therapy, 8 weeks prior to the report. It was also noted that they asked for medication in the interim and told that the nurse would be notified, however, unknown when they would get a call back. The patient will contact their healthcare provider to review side effects of medication that was given. The implantable neurostimulator (ins) was indicated for urinary dysfunction/sacral nerve stimulation/gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.